Event description:
An individual presented to the emergency room with chest pains. The cardiologists ordered a battery of tests, including creatinine kinase myocardial bands. The test was assayed on the immuno I using a plasma specimen. The reported result was 11.75 ng/ml. Based on the result the pt was sent to cardiac catheterization lab for catheterization. The laboratory medical technologist quested the results after review of the total creatinine kinase which was normal. (This caused doubt about the creatinine kinase myocardial bands result). Therefore, the test was repeated in triplicate and the results were normal. However, the pt was exposed to the catherization procedure.